Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in the inner device surface, and a curved opening on the anterior side. A leak test and microscopic analysis was performed which identified a smooth crease opening on the anterior side, and an observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on the anterior side assessed as a fold flaw opening. Additional, corrected, and/or changed data: d.9., h.3., h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.